Manufacturer narrative:
A philips field service engineer (fse) confirmed that the transducer crystals were worn out and no repair was possible.the customer was provided a replacement transducer to resolve the issue. Reporting institution phone#:(B)(6). Reporter phone#: (B)(6).

Event description:
Philips received a complaint on the avalon us transducer indicating that the values were not in tolerance. The device was in use on a patient at the time of the event. There was no adverse event reported.